Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) of this code-batch. There are (B)(4) in our stock. We have received some pictures showing a box without front box label. This defect was caused in the warehouse when preparing the shipment. Upon checking traceability, it has been verified that this box was labelled. However, it is likely that it was peeled off for some reason prior to box shrink wrapping and the personnel involved did not notice it. Therefore, the box was not discarded and consequently supplied to the customer by mistake. Remarks: we have informed the personnel involved about this incidence. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most likely root cause determined is that the label on the box was not placed correctly when preparing the shipment to the customer in the warehouse and peeled off prior to shrink wrapping of the box. Final conclusion: considering that the pictures received show a box that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with supramid suture. The client reported that they have received one pack unlabelled. There was no patient involvement.